Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, dat test, excessive no delivery test or verify motor error alarms due to prime anomaly. The drive support disk was inspected and no anomalies were noted. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.